Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 300 mg/dl. A systems check was performed with tandem technical support and no issues were identified. The customer was able to successfully change pump supplies and resume insulin delivery after the systems check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.